Event description:
The facility reported to international affiliate that the tubing was coming apart. The arterial line broke at the transducer proximal to the stopcock. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.